Event description:
It was reported that the patient had return of symptoms and that therapy only worked for a while. The patient received 2 boluses at her physician's office but she had no relief. It was noted that the patient fell and her catheter came out. Specific dates of the event were not available at the time of this report. It was reported that revision occurred due to catheter dislodgement and this was the patient's second catheter revision. (Refer to manufacturer report # 3004209178-2012-10615 for previous catheter revision). The outcome of the patient was not provided. According to the manufacturer device registry the drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2008 (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).